Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
A 2.0 x 15mm firestar balloon ruptured at 3 atm. The patient had been admitted for treatment of a 90% in-stent restenosis of a vision stent. The lesion was described as heavily calcified and highly tortuous. A guidewire was delivered to the lesion with difficulty due to the heavy calcification throughout the rca. The firestar was delivered to the lesion, but would not inflate when 3 atm of pressure was applied. The physician confirmed a rupture when blood was seen during negative pressure. The device was removed from the patient and the procedure was completed with a 2.0 x 14mm powered lacrosse. There was no patient injury reported.